Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that a recent CT scan demonstrated, there was either a stent fracture or a hole in the graft causing a type iii endoleak. It was planned to reline the area of leaking with another manufacturer's stent graft at a later date. Several unsuccessful attempts to obtain additional information were made; however, no information was received to date and no additional clinical sequelae were reported.